Event description:
It was reported that the infusion set tubing became disconnected from the connector and the user reattached it; per guidance, the user disconnected from the body, verified drops were present, and then reconnected, with a reported blood glucose of 164 mg/dl, indicating an infusion set and cartridge issue related to an incorrectly attached infusion set connector and involving the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was characterized as an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.